Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor position encoder error alarm. The customer¿s blood glucose level was 72 mg/dl at the time of the incident. The customer reported that drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked liquid-crystal display keypad connector noted. The insulin pump passed rewind test, basic occlusion test, prime alarm test and displacement test. However, insulin pump received a stuck in the motor error loop during bolus/basal delivery and motor position encoder alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.